Event description:
Follow-up information obtained identified the patient's ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to communicate with her scs ipg and external devices. The patient stated she last had stimulation therapy approximately one month ago before having an unrelated medical procedure. Surgical intervention is planned for a later date to address the issue.